Event description:
It was reported that when attempting to connect the copilot with the syringe it does not connect. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported loose or intermittent connection was unable to be confirmed during return analysis, it is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect, and/or the port of the syringe being connected was compromised thus resulting in the reported loose/intermittent connection; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported loose/intermittent connection. Additionally, sterile/unused devices were received and tested. No anomalies were noted. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated as 8/25/2023.h6: device code 2199 was removed and 2645 was added.

Event description:
Subsequently, after the initial was filed it was noted that two copilots were opened and attempted to connect with a syringe; however, it was not during a procedure. Clinical staff was testing the device. There was no patient involvement. No additional information was provided.